Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently presented for a follow-up appointment after receiving an inappropriate shock whilst gardening. The physician observed that the patient has received three similar inappropriate shocks in the past whilst cycling. X-ray imaging was taken which showed an appropriate system position, with no changes since implantation. The physician attempted to recreate the same rhythm morphology at elevated rates via a cycling test but was unsuccessful. Boston scientific technical services (ts) was contacted and explained that these shocks were delivered due to the patient's morphology change and subsequent t-wave over-sensing. Ts discussed that reproducing this morphology in-clinic would be difficult; it was recommended to either continue monitoring, potentially extending the smartcharge feature of the device, or programming to a different vector. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.